Manufacturer narrative:
On (B)(6) 2021, mentor became aware that incorrect code under field h6 type of investigation was reported in the previous submission. It has been correctly updated to "device discarded" on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4), h6 type of investigation.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right side patient dissatisfaction with procedure outcome. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturers reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with an unknown size unknown mentor breast implant on both sides and experienced dissatisfaction with the procedure outcome. As a result, the patient underwent bilateral explantation and replacement with smooth mentor gel devices on (B)(6) 1985. The type of device involved is unknown, and the gel brand common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. This report is for the patients right-sided device.